Event description:
It was reported that during testing at the user facility, the device disassembled. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing at the user facility the device disassembled. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing at the user facility the device disassembled. No patient involvement or procedural delays were reported with this event.